Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient attempted to correct the readings by eating food and taking glucose tablets; however, the fluctuations continued and caused significant concern. The patient was unable to recall the exact cgm readings. No fingerstick blood glucose test was performed to verify the cgm values. Due to extreme dizziness and worry about her glucose levels, the patient went to the ER. The doctor evaluated the device and informed the patient that it appeared to be defective based on the unstable readings. During her ER stay, the patient received IV fluids and had her blood glucose checked. Although the patient could not recall the exact glucose level, the patient reported that her values stabilized prior to discharge. The patient remained hospitalized for more than 24 hours and was discharged the following day. Bg was not taken when symptoms experienced. No numeric cgm values (mg/dl or mmol/l) were given. The patient described cgm was fluctuating¿, ¿jumping up and down¿, ¿would not stabilize¿. At the time of the report the patient was fine but continue with dizziness due to vertigo. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0905 vertigo.